Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received fully deployed. A leak was observed during fluid path testing. The exposed portion of the soft cannula was observed to be torn. The start of the external tear measured approximately 0.739 inches from the nailhead and the end measured approximately 0.792 inches from the nailhead. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damaged cannula contributed to the reported failure to deliver insulin. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s928usqs4byg2, hardware: sm-s928u, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's blood glucose levels rose to 400 mg/dl. The patient was not sure of delivering insulin while wearing the pod on abdomen for between 4 and 24 hours. The device was returned, and a tear was observed in the cannula.